Manufacturer narrative:
Concomitant medical product: product ID: 09036, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 09036, serial/lot #: unknown. Phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the lead fractured within 2-3 weeks post implant. When the lead was implanted (sometime from monday april 15 to sunday april 21), it was connected to the same extension without moving the lead to the extension connection from the neck to the skull. The patient will have the lead removed prior to a needed MRI for a brain tumor which was unrelated to the device. It was noted that the manufacturer representative discussed this event with the physician. The physician agreed to make some adjustments in his lead and extension implant procedures which will reduce lead fracture risks. The patient has had a very successful trigeminal neuralgia/facial pain electrical stim treatment and pain reduction. The physician will discuss re-implantation of a new lead. No further complications were reported or anticipated.